Event description:
Customer reported discrepant data for pt. Alleged precision issue: (B)(6) 2010, inratio: 3.4, inratio retest: 2.8. Customer used the same finger for initial and the retest.

Manufacturer narrative:
Investigation pending.